Event description:
Patient reported that she had an unspecified st. Jude device that was removed in (B)(6) 2013 because it was shocking and burning. The patient reported that the st. Jude device fell apart when they removed it from her body. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).